Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a spinal surgery on an unknown date. Postoperatively, it was reported that four set screws had backed out. Revision surgery was performed to remove the screws and associated rods. This is report 2 of 4.

Manufacturer narrative:
This is report 2 of 4. Correction: h3. Yes h6. Investigation findings: 3207, 3243 investigation conclusions: 19, 61 device evaluation: the set screw shows wear not consistent with full lockdown. Wear is present on the outer edges of the set screw, but it does not reach the center of the set screw. This indicates that the dimple has not been fully compressed, and the set screw was not fully normalized to the rod. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss offixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, finaldriver, and counter torque) as indicated in the surgical technique guide. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.